Manufacturer narrative:
The suspect product is the compact test strips.

Event description:
Customer using accu-chek compact plus system. Customer did back to back testing on the same meter with results of 128 mg/dl, 289 mg/dl, and 157 mg/dl. Location of testing is the living room. Customer states she did not change or alter treatments based on results. No adverse event reported. No controls were ran. A request was made for return of the suspect product and a replacement was sent. Accu-chek compact plus system: meter# unk, accu-chek compact test strips lot#unk, exp date unk.